Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 50 days.  Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported there was concern for thrombosis, lactate dehydrogenase (ldh) was around 1000 u/l. The patient was placed on heparin infusion only for anticoagulation. Ramp echocardiogram showed no clot. Ldh level normalized at 260 u/l on (B)(6) 2018. The patient received a trach and has continued enteral feedings but has moved out of the ICU. No additional information was provided.